Event description:
Customer was hospitalized due to dka with blood glucose levels of 959. Troubleshooting was performed during call and pump pased the prim test. High pressure test was not performed as customer was calling from the hospital and he did not have the tubing clamp.